Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 12: 00 pm with blood glucose of 425 mg/dl. Customer feel ok to troubleshoot. Customer blood glucose started on (B)(6) 2017. Customer did not have any symptoms. Customer was hospitalized because they had diabetic ketoacidosis. Customer current blood glucose was 158 mg/dl. Customer blood glucose reading at the time of the incident was 425 mg/dl. Customer did not contact their healthcare provider for high blood glucose reading. Customer was wearing the insulin pump during hospitalization. Customer changed their infusion set on (B)(6) 2017. Customer had champagne air bubbles in the tubing. Customer did not mention of the cannula was bent. Customer did not check insulin pump setting and high pressure test. Insulin pump will not be returning for analysis.